Event description:
Kimberly-clark received a report from (B)(6), stating, "the sponge from the oral care detached and fell at the bottom of the throat of the patient." No reported injury. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record review is pending. If any additional relevant information is identified following completion of the DHR review the additional relevant information will be submitted in a supplemental report. The device was not returned to kimberly-clark for analysis. We are unable to determine the root cause of the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device was not returned to kimberly-clark by the customer.